Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times with additional force, before the pump screen turned on. There was no reported adverse impact to the customer¿s blood glucose due to the reported event. Reportedly, the customer continued using the pump for insulin therapy, and declined any further follow up regarding the reported issue.